Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported flow rate error, which was reproduced as under infusions. The device investigation found an under infusion of 5.1% at 40 ml/hr vtbi 10ml. The device was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount by greater than 155 during therapy (normal saline 0.9%, 1l vtbi, 500 cc/hrl) while in the cancer infusion unit. Yawkey 7. It was also reported there was no pt injury.